Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: during investigation, all the keypad buttons were unresponsive. The keypad was undamaged. The keypad cover was removed to find no contaminants under the button contacts. Moisture was observed under the display lens. The pump was opened to find moisture damage throughout the internal components. Unrelated to the original complaint, a crack in the battery compartment was found above the grip pad to the threads, and below the grip pad to the case seal. A leak test was performed and failed due to the battery compartment leak.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.